Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" alarm condition was observed indicating a failure of the device's active exhalation control module. The device was found to have insect infestation and has been scrapped per manufacturer's policy.